Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a male. The target lesion was in the left main. There was 95% stenosis and no calcification. When the 3.5 x 33 mm cypher stent reached the lesion, the physician increased the balloon pressure to 14 atm, and suddenly the balloon burst. The stent could not be deployed completely. There was a dissection which formed interlayer. The physician had to implant another cypher to treat the dissection. Currently, the patient is fine. The balloon and films will be returned for investigation.